Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 2/21/2018; electrode belt: 10/11/2012.

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest on (B)(6) 2019. The patient's wife reported that the device was alarming and that she pressed the response buttons. It was reported that the patient was unconscious and ems was called. It was reported that the patient's wife initiated CPR for 30 minutes until ems arrived and continued CPR. Per clinical review of the download data, the lifevest detected an arrhythmia four time from 00:26:05 to 00:29:04 with response buttons use on (B)(6) 2019. The patient's rhythm was initially a sinus rhythm at 70 bpm transitioning to atrial fibrillation (af) at 150 bpm transitioning to ventricular tachycardia (vt) from 150 bpm to 160 bpm. The patient's rhythm then slowed to vt at 110 bpm slowing further to an idioventricular rhythm at 60 bpm. The lifevest properly detected asystole with CPR/motion artifact from approximately 00:30:10 until the device shutdown at 01:11:29. The lifevest properly detected vt, however response button use and heart rate at or below the prescribed treatment threshold (150 bpm) prevented the lifevest from treating the patient. The patient subsequently passed away.